Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 890 mg/dl. The customer was experiencing unexplained high glucose for the past four days. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. The customer stated that he had not been recently checked for scar tissue, and sometimes he experiences redness, swelling, and soreness at the site. The customer stated that several days ago his glucose level was low and high. The customer's glucose level at time of call was 53 mg/dl. The customer treated during the call and his glucose went up, then the call was disconnected. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.